Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 40-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 6 months after insertion of essure. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure inserted for female sterilisation. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 6 months after insertion of essure. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("fallopian tubes perforation"), perforation ("other organs perforation") and device dislocation ("migration of the essure device to the abdominal / pelvic cavity") in a 40 year-old female patient who had essure inserted (lot no. 509797) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of menarche, drug allergy, dysmenorrhea, nausea, heartburn, heavy periods, headache, weight loss, headache, migraine, cholecystectomy and cyst removal. The patient had a family history of breast cancer. Concurrent conditions were listed as right upper quadrant pain, right upper quadrant pain, heavy menstrual bleeding and abnormal uterine bleeding. Concomitant products included naproxen, ibuprofen and aleve (naproxen sodium). On (B)(6) 2007, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), device dislocation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), autoimmune disorder ("autoimunne reactions"), hypersensitivity ("allergic reactions"), headache ("headache"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2015. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: migration of the essure device to the abdominal / pelvic cavity with perforation of the uterus or 'fallopian tubes perforation or other organs perforation. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2015: reason for exam: (dx abdomen 2+ views) abd pain vomiting (dx chest 1 view) abd pain vomiting no findings strongly suspicious for bowel obstruction are identified. No free air is seen. Bilateral essure tube coils are noted in the pelvis [computerised tomogram] on (B)(6) 2013: clinical history: abdominal pain with weight loss bilateral pelvic micro inserts/essure coils are noted centered near the uterotubal junctions. Impression: 1. Previous cholecystectomy. 2. Mild nonspecific splenomegaly. 3. Left pelvic adnexal cyst (6 x 5 cm). Further evaluation with a pelvic ultrasound is suggested at which point the pelvic micro inserts may also be further assessed if this has not previously been performed. Mild-to-moderate nonspecific free pelvic fluid is also identified. 4. Colonic diverticulosis [hysterosalpingogram] on (B)(6) 2007: bilateral essure coils are identified. There is no contrast seen entering the fallopian tubes or spilling into the pelvis. These findings are consistent with successful obstruction of the tubes. [Pathology test] on (B)(6) 2015: clinical history: pelvic pain and abnormal uterine bleeding. Clinical diagnosis - pelvic pain and bleeding; previous essure. Source of specimen: uterus and cervix, bilateral fallopian tubes, left paratubal cyst gross description: the left fimbriated fallopian tube (8.0 cm in length up to 0.8 cm in diameter) abuts a paratubal cyst measures 1.5 cm in greatest dimension. It contains clear serous fluid. The proximal end of the tube on sectioning is remarkable or an essure coil. The serosa on the fallopian tube is dusky, purple, convoluted and smooth and grossly unremarkable. Sectioning reveals essure coil at the proximal end of the tube and reveals a grey-white mucosa with pinpoint lumen. Final diagnosis: uterus, cervix, bilateral fallopian tubes: proliferative phase endometrium simple para tubal cyst intra tubal coils identified (no complications) [ultrasound pelvis] on (B)(6) 2007: essure coils are noted in the adnexa. Both are well away from the uterotubal junction. No other complications seen.; on (B)(6) 2015: this has smooth margins. In addition, a smaller follicle is also seen. Blood flow is maintained to the left ovary. In the left adnexal region note is made of a 7 x 8 x 8 mm cystic structure which has smooth margins. This is separate from the left ovary. There is surrounding blood flow. This apparently on a CT in 2013 was a large cyst measuring 6 x 5 cm. This certainly has become smaller; on (B)(6) 2018: clinical indication: lower abdominal pain. Hysterectomy with ovary preservation. Findings: this patient has had a hysterectomy. The left ovary appears to be unremarkable. A fluid collection with slightly inhomogeneous mass in the region of the right ovary is demonstrated in total measuring 2.8 x 1. 7 x 1 cm. This may represent fluid surrounding an ovary or a mass with fluid? Detail is poor.; (date unknown): indication: pelvic pain history of ovarian cysts pelvic pain lot number: 509797 manufacture date: 2006-03 expiration date: 2008-02. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 09-apr-2024: medical record received. Lab data including (surgical pathology report) added. Medical history, concomitant drugs, new reporter (lawyer) added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('fallopian tubes perforation'), perforation ('other organs perforation') and device dislocation ('migration of the essure device to the abdominal / pelvic cavity') in a 40-year-old female patient who had essure (batch no. 509797) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), autoimmune disorder ("autoimunne reactions"), hypersensitivity ("allergic reactions"), headache ("headache"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, autoimmune disorder, hypersensitivity, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: migration of the essure device to the abdominal / pelvic cavity with perforation of the uterus or 'fallopian tubes perforation or other organs perforation lot number: 509797, manufacture date: 2006-03, expiration date: 2008-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2021: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('fallopian tubes perforation'), perforation ('other organs perforation') and device dislocation ('migration of the essure device to the abdominal / pelvic cavity') in a 40-year-old female patient who had essure (batch no. 509797) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), autoimmune disorder ("autoimunne reactions"), hypersensitivity ("allergic reactions"), headache ("headache"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, autoimmune disorder, hypersensitivity, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: legal claim received. Lot number provided. Events added: chronic abdominal pain, chronic pelvic pain, chronic back pain, excessive bleeding, unintended pregnancy, device ineffective, migration of the essure device to the abdominal / pelvic cavity, uterine/fallopian tubes/other organs perforation, allergic/auto-immune reactions, headaches, chronic fatigue, weight changes, hair/tooth loss, mood changes, anxiety, depression. The event medial device removal was deleted. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.